Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached alarmed? No disposable, pump won't run". It was reported the end user changed the pump to another pump and the alarm persisted. Per reporter the end user then changed the cassette, which cleared the alarm. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Sample was received with blue clip and with red cap assembled. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample fully primed, connected with no difficulty and no alarms were activated when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed.there is no non-conformance or deviation related to the failure reported in the device history record for finished good and associated component.